Event description:
A surgeon reported a pt experiencing halos following bilateral intraocular lens (iol) implant surgeries. In a f/u phone call with the tech, she reported that both lenses were exchanged. They were replaced with monofocal lenses. The pt elected to have monovision. The tech reported the pt was doing well following the exchange procedures. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Info was provided that the customer used an approved and handpiece. It is unk which component of the viscoelastic was used. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by fax and mail. A completed questionaire was received on 05/30/2012. Additional info was received in a f/u phone call on 06/12/2012. (B)(4).